Event description:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain] chronic back pain [chronic back pain] abnormal bleeding [genital bleeding] urticaria [urticaria] itching [itching] head pain [head pain] chronic fatigue [chronic fatigue] chronic joint pain [chronic arthralgia] abdominal inflammation [inflammation localised] hair loss [hair loss] severe mood disorders [mood disorder] depression [depression] neurological disorder [neurological disorder nos] cognitive disorders [cognitive disorders]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 48-year-old female patient who had essure inserted (lot no. C26939) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), back pain ("chronic back pain"), genital haemorrhage ("abnormal bleeding"), urticaria ("urticaria"), pruritus ("itching"), headache ("head pain"), fatigue ("chronic fatigue"), arthralgia ("chronic joint pain"), inflammation ("abdominal inflammation"), alopecia ("hair loss"), affective disorder ("severe mood disorders"), depression ("depression"), nervous system disorder ("neurological disorder") and cognitive disorder ("cognitive disorders"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, arthralgia, back pain, inflammation, genital haemorrhage, fatigue, headache, alopecia, urticaria, pruritus, affective disorder, depression, nervous system disorder or cognitive disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) chronic pelvic pain [pelvic pain], chronic back pain [chronic back pain] , abnormal bleeding [genital bleeding] , urticaria [urticaria] , itching [itching] , head pain [head pain] , chronic fatigue [chronic fatigue] , chronic joint pain [chronic arthralgia] , abdominal inflammation [inflammation localised] , hair loss [hair loss] , severe mood disorders [mood disorder,] depression [depression] , neurological disorder [neurological disorder nos] , cognitive disorders [cognitive disorders] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-sep-2025. The most recent information was received on 02-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 48-year-old female patient who had essure inserted (lot no. C26939) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), back pain ("chronic back pain"), genital haemorrhage ("abnormal bleeding"), urticaria ("urticaria"), pruritus ("itching"), headache ("head pain"), fatigue ("chronic fatigue"), arthralgia ("chronic joint pain"), inflammation ("abdominal inflammation"), alopecia ("hair loss"), affective disorder ("severe mood disorders"), depression ("depression"), nervous system disorder ("neurological disorder") and cognitive disorder ("cognitive disorders"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, arthralgia, back pain, inflammation, genital haemorrhage, fatigue, headache, alopecia, urticaria, pruritus, affective disorder, depression, nervous system disorder or cognitive disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Batch number- c26939; manufacture date- 2014-02-20; expiration date- 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-oct-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.